Event description:
Bard access catheter #0600692 hickman hemodialysis/apheresis. This 13.5fr catheter's distal tip separated and completed dislodged from the body of the catheter. The tip migrated through the heart, and has lodged in the pulmonary circulation.